Event description:
A clinical director reported pt with bilateral photosentivity, some irritation, and diffuse lamellar keratitis (dlk), at one day post op lasik procedure. The pt was treated with prednisolone acetate eye drops. At one week post op the pt's vision improved, with trace dlk both eyes. The eye drop treatment was extended until next follow up. Additional information has been requested. This report will address the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).